Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted the previously placed mesh was noted to be within the subcutaneous plane, superficial to the fascia. Adhesiolysis was undertaken. It was reported the patient underwent hernia repair surgery and bilateral component separation on (B)(6) 2017. It was reported that the patient experienced scarring, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.